Event description:
On (B)(6) 2019, dario on-boarding representative contacted the user in order to follow up on her health routine. On that call, the user reported she had high blood glucose (bg) readings. She indicated that prior to the call from dario, she was getting high bg levels of 274 mg/dl. At that time, she didn't feel right, so she went to the ER. At the hospital, her reading was 378 mg/dl. She took another reading at the hospital with her dario meter, and again the bg reading was of 274 mg/dl. During the call, dario's representative went over the bg testing technique with the user and all was in order. The user did mention numerous times that her medication got changed during the past month. As per dario's user guide: "certain substances can interfere with the blood glucose system and cause inaccurate results. It is recommended for users to consult their health care provider if they are taking medication." The user didn't report she consulted with her physician regarding her dario meter and bg readings. Following the conversation, multiple attempts to follow up with the customer were made by the support team and the dario on-boarding representative, however, no response has been received to date. No resolution is available.